Event description:
The manufacturer received information alleging a ventilator showed critical errors e193 and e290. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, errors 193 and 290 were confirmed. The internal battery was replaced to resolve reported issue.